Event description:
It was reported that a patient with a 27mm magna valve, implanted in pulmonic position underwent a viv after an implant duration of approximately 10 years due to moderate stenosis, predominant regurgitation, increased gradient, obstruction and mixed pulmonary valve disease. The patient presented with doe. The tpvr was performed with a 26mm 9600tfx valve. The patient was transferred to the recovery area extubated in stable condition. The patient was discharged home in good condition on pod # 1.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm magna valve, implanted in pulmonic position underwent a viv after an implant duration of approximately 10 years due to moderate stenosis, predominant regurgitation, increased gradient, obstruction and mixed pulmonary valve disease. The patient presented with doe. The tpvr was performed with a 26mm 9600tfx valve. The patient was transferred to the recovery area extubated in stable condition. The patient was discharged home in good condition on pod # 1.